Event description:
The user reported that during a dialysis catheter placement procedure, while flushing the catheter under pressure, a leak was noticed in the arterial lumen near the clamp. The user then noticed that blood began to leak from a crack in the lumen. The physician removed the catheter and replaced it with another. No harm or injury was reported.

Manufacturer narrative:
One suspect device was returned for eval. The eval is in progress. The user did not specify if this was the initial use of the device. A follow-up report will be submitted when the eval has been completed.